Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had rhbmp-2/acs implanted during her spinal surgery on (B)(6) 2009. The patient began to have serious complications such as pain, mental anguish, physical limitations as well as the need for a follow up surgery. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: degenerative disc disease, foraminal stenosis lumbar spine. She underwent the following procedures: laminectomy, foraminotomy l4, l5 and s1, posterior lateral fusion l4, l5 and s1, segmental instrumentation l5-s1, interbody arthrodesis l5-s1. As per op-notes,¿ it was then repaired with a 4-0 nurolon. Valsalva maneuver was performed and it was noted to be satisfactory. The dura was then mobilized at the l5-sl level. The ls-s1 was confirmed, annulotomy was performed and the disc space was then curetted out and packed with autogenous bone and infuse. The posterior lateral gutter was decorticated down to punctate bleeding bone and packed with autogenous bone and infuse. The connectors were then placed after stimulating the pedicle screws and noted to be satisfactory with the triggered emg.¿ no intra-operative complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6).